Manufacturer narrative:
Product complaint # (B)(4). Reporter is a j&j representative. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date, it was noticed that there was a broken depth gauge due to wear and tear. There was no procedure and patient involvements are reported. This complaint involves one (1) device. This report is for one (1) depth gauge for locking screws to 100mm for im nails. This is report 1 of 1 for complaint (B)(4).